Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the returned products noted that the one of the reloads was fully fired, while the other two were partially fired. Microscopic evaluation noted that one of the reloads had damage to the cutting edge of the knife blade. Two of the reloads had bowed anvils and all three had deformed clamping mechanisms. Functionally, the reloads were loaded into the listed instrument, the interlocks were overridden, and one reload was cycled without hesitation or binding while the remaining were applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions such as application over tissue that is beyond the recommended thickness range and application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, for the first firing, the 60 mm reload was applied to the rectum and the green button was pressed. The first squeeze of the handle was done successfully however, on the second squeeze a crack sound was generated and the device stopped advancing. The reload was replaced with another 60 mm reload however, the same event occurred. On the third attempt, the handle was also replaced and used with a new 60mm reload but still the same issue occurred. Since there was no black reload available, a 45mm reload was used but it still could only fire for one stroke of the handle. The doctor judged that the resection was not possible laparoscopically so the procedure was converted to an open procedure. Another device was used to complete the procedure which was extended by less than 30 minutes.